Manufacturer narrative:
Exact date unknown, event occurred early march of 2021.

Event description:
It was reported that the patients ipg had moved and was too deep to charge. It was also reported that the ipg had difficulty communicating to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.